Manufacturer narrative:
H3: analysis of the software export was completed and found the complaint was confirmed. Clinical export data file was thoroughly in spected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. The segment operated was t9-t3 in an open procedure. Planning of the case was examined. No skiving potential were observed on left t3. According to surgical procedure flow, the surgical system was mounted via a bm bridge with a dual clamp on t8. It was observed in the intra-op images that the platform used was a dual-clamp which was separated and only one of the clamps was fixated to the bone. Using the platform this way may contribute to platform instability and may lead to deviations. No post-op information was provided, therefore investigation team could not confirm that there were indeed deviations. After reviewing all available information, analysis concluded that the most probable cause for the reported deviation was not following mazor surgical technique. The dual clamp used for this case was separated into two and only one clamp was fixated to the anatomy, which can create instability of the platform. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a t3-t9 and t11-l4 procedure to treat kyphoscoliosis with deformity correction. The left t3 screw was medial. The screw was deviated less than 3.5 mm. Troubleshooting involved flattening the bone to avoid skiving and taking images to check location. The cause of the deviation was not determined. The use of the guidance system was aborted and the case was completed freehand. There was patient harm and the procedure was delayed less than an hour.